Manufacturer narrative:
A ge service representative performed an on site investigation. The system was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent communication fail error and thereafter a system lockup. This situation is likely to result in a system lockup, no boot, or shut down situation. Here are no reports of patient injury or death associated with this event.